Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient's therapy issue has been resolved and unchanged. The clinic was notified of the emi with the implantable neurostimulator (ins). There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported was reported that when the patient walks past an electrical transformer box she has a tingling sensation throughout her entire body. This is a sudden change. The patient was advised to stay as fall away from the transformer as possible. The patient was sent guidelines on emi. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep discussed the situation with the cnp caring for the patient. No further information was reported.